Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be identified; however, the event was most likely caused by the treatment tool being inserted into the forceps plug while using the device, it was inserted diagonally or the forceps plug was damaged. It is likely that the forceps plug was damaged and a part of the forceps plug fell into the forceps channel. The event can be detected/prevented by following the instructions for use which state: "inspection of the instrument channel: insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. Confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve. Confirm that the slit and hole on the biopsy valve have no splits, cracks, deformations, discoloration, or other damage. In addition, the following are described as points to note when inserting and removing the treatment tool into the forceps plug. "When inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The service inspection confirmed the customer¿s reported issue as there were foreign materials found inside the instrument channel tube. The foreign material was able to be removed and was not identified. A review of the scope¿s repair history indicates the scope has been repaired 3 times in the past year. January 2021 for excessive leakage from the instrument channel and in november 2021 for a clogged nozzle. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (osh) was informed that the customer evis lucera gastrointestinal videoscope was returned for service/repair for a reported ¿nozzle clogged¿. The reported defect was found during reprocessing. The planned case was carried out with another similar scope without issue. No death, injury or harm was reported to olympus.